Manufacturer narrative:
The reported event of erosion/infection could not be confirmed. The device was returned for analysis. Analysis found no anomalies.

Event description:
It was reported that the patient presented with pocket erosion and infection. The system was extracted due to pocket erosion. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.